Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that patient presented to the emergency room (ER) because their device was alerting. The implantable cardioverter de fibrillator (ICD) had premature battery depletion with unexpected longevity. The battery voltage was 3 volts two weeks earlier and now the device had triggered recommended replacement time (rrt). The device was reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.